Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her daughter (the patient) alleging that the pump had basal setting issue. The reporter was wondering if there was a problem with the pump resetting the basal rate on its own. At the time of the contact with animas, the patient was not available. Also, the pump was not available for troubleshooting. Multiple attempts by animas to contact the patient and reporter for additional information have been unsuccessful. According to the reporter, about 5 weeks earlier, the patient had an elevated blood glucose (bg) level. The patient took a correction and the patient's bg allegedly went higher. The patient's site was change and the reporter claimed that the patient's bg still did not come down. After reviewing the pump, the reporter claimed that the pump was running an incorrect basal rate. The reporter did not provide any specific basal rates. In addition, the reporter indicated that the patient went to bed the previous night with a bg level of "136 mg/dl." The patient reportedly woke up at 1:30 am feeling loopy and had a bg level of "32 mg/dl." The reporter treated the patient with juice and food. The patient woke up later that same morning with a bg of "200 mg/dl." The reporter again claimed that the pump was not running a correct basal rate during the low bg episode. The reporter admitted that the patient's father had been adjusting the patient's basal rate in the past but had not done so lately. The reporter denied that the patient adjusts the pump's basal rates. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump possibly had a basal rate setting issue and the patient had suffered a low bg episode suggestive of severe hypoglycemia. At this time, it is unknown if the pump and/or use-error contributed to the patient's injury.

Manufacturer narrative:
(B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no insulin delivery defect was found. Information from the reported failure date is overwritten in the black box and the history due the continuous use of the pump: no activity outside of normal use is observed in the available record. Daily insulin delivery totals correctly reflected the user's programmed basal rates .the pump powers "on" successfully. The pump performs "ez-prime" steps successfully, the pump passes 24h run and 29h flow accuracy test. Ump and a test meter pairs successfully. Periodic boluses were exe cuted using "normal", "ez-carb", "combo" and "ez-bg", history recorded accurately bg info on the correct time and order. No alarms occurred during testing, the pump is able to deliver within requirement . The pump was opened and inspected, no defect was found to the pcb. Unrelated to complaint, the display is observed to be dim and unclear. A test display screen was mounted for testing purposes. The pump was able to power up with a fully illuminated display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.